Event description:
It was reported that a small volume infusor overinfused. The reporter stated that the expected infusion time was 46 hours; however, the actual infusion took only 19 hours to complete. This occurred during infusion of 22 ml saline and 78 ml fluorouracil. The reporter stated that priming was not performed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured between may 21, 2013 - may 22, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection and flow testing were performed. No abnormalities were identified and the devices flow rates were found to be within specification. As a result, the reported issue was not confirmed and the cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.